Event description:
On (B)(6) 2012, customer reported an ongoing leak on the left side of the lh780 instrument. The leak was approximately a cup of diluent mixed with blood the leak was not contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) evaluated the instrument and found a leak at valve 115 (vl115). Fse noted that there was defective tubing through vl115. Fse replaced the tubing and this resolved the leak. No further leaks were reported.

Manufacturer narrative:
(B)(4).